Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported blood glucose level was "high" on the continuous glucose monitor graph. Elevated blood glucose was address by correction injection via manual injection. Customer changed pump supplies to address the issue and resumed insulin delivery.